Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 355029, lot# n0051188, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: accessory. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 377760, lot# v014020, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v014129, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 355029, lot# n0051188, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: accessory. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 377760, lot# v014020, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v014129, implanted: (B)(6) 2006, product type: lead.

Event description:
The consumer reported that they had been electrocuted in 2008 by the device.

Event description:
It was reported by the patient on (B)(6) 2014 that there was a lead fracture. The patient stated that one of the leads broke in her spine and ¿curled up.¿ the patient stated that this ¿nearly paralyzed her.¿ it was noted that surgery was difficult due to scar tissue. The patient stated that this was in 2006 or 2008. The patient stated that she had six surgeries including the initial implant because she had ¿malfunctions.¿ however, the patient was unclear on the timeline for all events. The patient stated that a manufacturer representative was present for all of the surgeries. The patient stated that the therapy worked well as of (B)(6) 2014. It was later reported that the patient had a lead fracture and so new leads were placed (B)(6) 2008. The cause of the lead fracture was not known. The patient had percutaneous leads removed and replaced with a paddle lead. The manufacturer representative learned of this the day before the procedure. Additional information was requested, but was not available at the date of this report. Refer to manufacturer report # 3004209178-2014-16092, 3004209178-2011-05244, 3004209178-2014-15649, 3004209178-2014-16097.